Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she was too groggy just out of surgery. She can feel it is on however, when she tried to use the patient programmer (pp) on the day of this call, she got the power on reset (por). Patient indicated there was no instruction provided to her after surgery. There were no further complications that have been reported as a result of this event.